Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived at the site to address the reported event. Fse confirmed the error via the error log. Next, fse performed several diluent primes and performed daily check without errors. When fse ran samples they received the "2012 air detected (diluent)" error. Fse replaced the 2-way solenoid valve for the diluent and performed several diluent primes and ran daily check without errors. No further issues were noted. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 19oct2017 through aware date (B)(6) 2018. There were two similar complaints identified during the search period. The aia-360 operator's manual, under chapter 7- error messages and flags was reviewed. 2012 air detected (diluent): the aia-360 operator's manual indicates that the 2012 air detected (diluent) error message is generated when there is no contact with the liquid surface after sample suction. The operator is instructed to contact the tosoh customer service. The most probable cause of the reported event was due to the diluent valve sticking.

Event description:
It was reported that the customer received constant "2012 air detected (diluent)" error with their aia-360 analyzer. The analyzer had been serviced a few days prior, but only one sample had run since. Technical support advised the customer to make fresh diluent and prime six times to try to determine the cause of the error; however, the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for intact parathyroid hormone (ipth). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.